Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was taken to the hospital on (B)(6) 2023. The patient was reportedly utilizing a medication (drug not provided) during ccpd therapy when she became ¿sicker and sicker,¿ and was diagnosed with a severe infection. During follow-up, the pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily. However, while performing ccpd on (B)(6) 2023 the patient became confused (linked to severe infection) and was transported to the hospital. Once admitted, it was discovered the patient¿s preliminary peritoneal effluent fluid cultures were positive for candida (yeast infection), and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without reported issue, and the patient¿s antibiotic route was changed to intravenous (IV). The patient will likely return to pd therapy once the infection has cleared. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene and long fake nails. The patient has repeatedly been asked to remove the nails; however, she is unwilling to comply. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). On (B)(6) 2023, the patient was transferred to a rehabilitation hospital for physical/occupational therapy where she currently resides.